Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. It was observed that there was a capacitor blown off of the therapy pcb, but the specific capacitor was not identified.

Event description:
The customer reported that their device was not able to power on with either ac or dc power. There was no report of any patient use associated.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly in the failure analysis center.  The cause of the reported issue was determined to be a shorted capacitor, designator c47.  The shorted capacitor burned the trace between jack connector j16-3 and filter fl2 which led to the reported power issue.